Event description:
A supplemental report is being submitted due to completion of the investigation on 26 feb 2026.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the zilver 635 biliary stent device of unknown lot number or photographic evidence of the device was not returned for evaluation. This file was created in response to the literature paper ¿takahashi et al¿. This file relates to 5 cases of cholangitis, 3 cases of pancreatitis and 2 cases of liver abscess. Manufacturing records: prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label: the japanese packaging insert c-es1207m06 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. This packaging insert states the following: "failures and adverse events: potential adverse events that may occur include, but are not limited to, the following: cholangitis, pancreatitis, liver abscess. As per medical advisor side by side usage is considered off label/abnormal use and is associated with a regulatory requirement in japan. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. However, there was no evidence of a failure reported associated with the actual device. As per medical advisor a potential root cause for the cholangitis, pancreatitis and liver abscess could have been procedure or device related. As previously noted, cholangitis, pancreatitis and liver abscess are listed as potential adverse events associated with ercp in the IFU/ japanese packaging insert. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events.

Event description:
Takahashi et al. 2025 - retrospective comparison of initial vs. Subsequent simultaneous side-by-side stenting with uncovered metal stents during endoscopic retrograde cholangiopancreatography for unresectable malignant hilar biliary obstructions patients were categorized into two groups: those who underwent simultaneous sbs stenting at the initial ercp (sbs at the initial ercp group) and those who initially received plastic stent placement followed by simultaneous sbs stenting at the subsequent ercp (sbs at the subsequent ercp group). Uncovered self-expandable metal stents were placed transpapillary during ercp. After cholangiography and identification of biliary stenosis, guidewires (visiglide 2, olympus, tokyo, japan; m-through, asahi intecc, aichi, japan; endoselector, boston scientific, marlborough, massachusetts, USA) were advanced into the ihds. Two ucsems delivery systems (niti-s large cell d-type stent, taewoong medical, gimpo, republic of korea; zeo stent v, zeon medical, tokyo, japan; bilerush selective, piolax, yokohama, japan; zilver 635 biliary stent, cook medical, bloomington, indiana, USA; yabusame, kaneka medix, osaka, japan) were then inserted over the guidewires and positioned. The ucsemss were deployed simultaneously at the desired locations. For all cases of sbs stenting, ucsemss with a diameter of 8 mm were used. Cholangitis: 2 cases in the initial ercp group. 3 cases in the subsequent ercp group. Pancreatitis: 1 case in the initial group. 2 cases in the subsequent group. Liver abscess: 1 case in the initial group. 1 case in the subsequent group. Require intervention/additional procedure s=4. 67 patients with unresectable malignant hilar biliary obstruction (umhbo) who underwent simultaneous side-by-side (sbs) uncovered self-expandable metal stent (ucsems) placement at a single center (may 2013¿dec 2023). 13 patients had sbs at the initial ercp; 54 patients had sbs at a subsequent ercp. Median age 71 years overall (group medians: 65 vs 74 years); overall gender distribution.

Manufacturer narrative:
E1, f3: postal code: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.